Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, anxiety-product/procedure.

Event description:
Patient reported right "desperate because the prosthesis has been recalled from the market", "rupture" and "deformed". The device remains implanted.